Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting pacing impedance high out of range. Patient stated hearing beeping tones related to impedance alert. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting pacing impedance high out of range. Patient stated hearing beeping tones related to impedance alert. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: adverse event/product problem.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting pacing impedance high out of range. Patient stated hearing beeping tones related to impedance alert. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device was explanted and replaced.